Manufacturer narrative:
Device is a combination product.

Event description:
Ranger (B)(6) study. It was reported that a femoral artery dissection occurred. A percutaneous transluminal coronary angioplasty was being performed on a right lateral femoral artery. The target lesion was 100% stenosed with a reference vessel diameter of 5 mm, and length of 80 mm and was classified under tasc ii c lesion. Predilatation was performed using two 4 mm x 100 mm unspecified balloons with 30% residual stenosis. No dissection was noted during predilatation. The 5.0 mm x 80 mm, 135 cm ranger (dcb) balloon was used successfully with 0% residual stenosis. It was noted the a dissection in the right lateral femoral artery occurred and stent was placed for treatment. The event was considered to be resolved. Two days later the subject was discharged.